Event description:
During preparation for use for a cardiopulmonary bypass procedure, the user reported the right thumb clip on the centrifugal drive motor was broken in half. An alternate device was employed for the procedure. The user reported there were no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.